Event description:
The manufacturer received information alleging a ventilator's oxygen calibration failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module needs replaced to address the issue.